Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's ins was protruding through their chest and coming loose; this was painful. No further complications were reported as a result of this event.